Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative could not duplicate the reported problem. The log files were retrieved and the complimentary metal oxide semiconductor battery was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a kilovolt on error message and the system would not produce an x-ray. No patient injury was reported.